Event description:
Consumer reports getting readings lower readings from the plink meter when comparing to their other meter. Analysis run on clark error grid using competitive reading (327) as ref. Point vs. Bd reading (35 yielded data points in the e range of the grid, outside acceptable limits.